Event description:
Pharmacist called to report that the pump is supposed to infuse 100ml over 46 hrs but it is routinely infusing 110ml in 44 hrs. Then the pump is saying bag is dry. No pt injury is reported at this time.